Manufacturer narrative:
Device eval. The device has not been returned for eval. The customer reported two additional lot numbers. The customer does not know which lot number was used in this event. Lot: h134494. Mfg date: 06/2010. Exp date: 05/31/2013. Lot: h109293. Mfg date: 03/2010. Exp date: 03/31/2013. A f/u report will be submitted when the eval has been completed. Eval, conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The rotator broke during use. Injector settings: volume 15 ml, flow 10 ml/s. No harm or injury was reported.